Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad is intact, the pump is unresponsive to the up arrow button and intermittently responsive to the down arrow and ok buttons. There was also evidence of adhesive/contamination found under all button contacts.

Event description:
It was reported that the pump is intermittently responding to the backlight ok, up arrow, and down arrow buttons. The pump reportedly has not been exposed to moisture and the keypad is not peeling.